Manufacturer narrative:
The suspect ev1000 system was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record report was completed and all manufacturing inspections passed with no non-conformances. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. However it is common clinical practice continually assess hemodynamic readings and the patient¿s clinical presentation in order to make clinical treatment decisions. In this complaint there was no incorrect treatment administered to the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be submitted with the evaluation results.

Event description:
It was reported that an ev1000a platform system ¿became hot¿ and the monitor froze on the patient cockpit parameter display screen. This occurred while monitoring a patient during a procedure for abdominal bleeding. The system was rebooted, worked properly but then froze again. This cadence happened multiple times over a twelve hour period of patient monitoring. This issue was observed immediately by the clinicians present. There was no incorrect patient treatment or therapy administered and no patient compromise noted. The patient was female and gravely ill. She was on continuous dialysis and had received transfusions. No additional patient demographics information was available. The family withdrew care and the patient expired two weeks later. Per the reporting clinician, there was no correlation between the product malfunction and gravity of the patient¿s illness.